Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31695240l and no non-conformances related to the complaint was found during the review. It was confirmed that patient was treated for persistent afib (psaf). The safety and efficacy of the varipulse¿ catheter when used with a trupulse¿ generator has been determined in the admire and inspire trials in the treatment of subjects with symptomatic paroxysmal atrial fibrillation (paf). The safety and efficacy of their use in the treatment of other arrhythmias have not been established. Internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a varipulse catheter and the patient experienced transient ischemic attack (tia). The patient presented with persistent afib with international normalized ratio (inr) 1.4, and the patient went into afib when varipulse was inserted into the left atrium. Pulse field ablation was completed in afib, cardioversion was completed after ablation and prior to post-map with octaray. They were using the new varipulse catheter and trupulse generator, and they followed all the protocols of doing 30 ml/min flow rate, only isolated the veins, and did not complete anything extra. Only veins were attempted, and there was no posterior isolation or anything else. The patient was in afib the whole time, since this was a persistent afib case. Activated clotting time (act) was not recorded prior to procedure, and act was greater than 350 seconds for the duration of mapping and ablation. The catheter exchanges consisted of two exchanges, insertion of octaray for pre-map, one exchange from octaray to varipulse, one exchange from varipulse to octaray for post-map, and then the catheters were removed. One transseptal puncture site was performed during the procedure. There were 17 total ablations, 51 total applications. No evidence of char or coagulum (blood thrombus/clot). Intracardiac echocardiogram (ice) was used to clear left atrial appendage and did not appear to have any clot at start or end of case in pre and post check. The correct catheter settings were selected on the trupulse generator. Ngen pump was used to irrigate catheter at 4ml/min as physician positioned catheter, 30ml/min manually selected prior to each ablation. No stacking of lesions. They pulled catheters out of the body and the patient was sent out of the room. Everything was fine, the patient was talkative and verbal, talked to the doctor after the case and said they were feeling great. Patient was discharged at baseline level of function with no complaints. However, about 24 hours later, the patient came back to the hospital with right side drooping and facial weakness, and slightly slurred-speech/dysarthria. The patient was readmitted to the hospital, and they administered ¿provo lox¿ with a suspected tia. Computed tomography (CT) was done and was clear of infarct, magnetic resonance imaging (MRI) was also performed and demonstrated acute ischemia of left temporal parietal lobe, described as reversible ischemic neurologic deficit (rind). The cause has not been determined. The patient was discharged again from the hospital and had returned to prior level of function with almost complete recovery at the time of discharge. Their status was improved. After the procedure, the physician did not continue the patient on eliquis and kept the patient on coumadin which takes a couple of days to begin working, due to notable delay from coefficient of variation. The physician believes that was the cause of the incident, not the varipulse catheter.